Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 19 oct 2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2017 with the following findings: review of the pump¿s alarm history revealed ¿cs012/cs054/cs025¿ slave communication alarms. The pump was exercised for 24 hours without any ¿cs012/cs054/cs025¿ slave communication alarms occurring. The pump was opened for further investigation and did not reveal any damage or defect of the printed circuit board or the continuous glucose monitoring module. Investigation did not duplicate the complaint. (B)(4).